Manufacturer narrative:
Device history record: the batch number is unknown. Summary of investigations: no device was returned preventing a thorough investigation. No pictures/videos of the complaint sample/observed defect were transmitted. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: without the involved sample, conclusive pictures/videos of the defect, no root cause can be identified. Conclusion: no thorough investigation can be performed without the concerned sample/conclusive picture-video, preventing the determination of the root cause of the met defect. In the future, please retain the sample so that a complete investigation can be carried out. If a new conclusive element become available, the complaint will be reopened for further evaluation. This type of incident is rare (<0.001%). No actions plan is foreseen at this time.

Event description:
"Description of event: on (B)(6), the nurse removed the needle after giving chemotherapy infusion to the patient but was injured by needle stick. The patient had no history of infectious disease. Description of root cause analysis (by reporter): the manufacturer came to the scene to check the removed needle and found that the safety device was effective. However, the reason for removing the needle before first popping out was that the needle was not in place during operation. The green dot indicator should be seen before removing the needle. At this time, the needle will pop out first and will not injure the finger. Preliminary handling of event: the nurse retained the needle after stabbing and washed it with clean water for disinfection. The patient was confirmed to be free of infectious disease. Manufacturer performs use training to prevent recurrence of such event."